Event description:
It was reported that during the surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4).batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.